Manufacturer narrative:
No lot # is available to do a device history record review. A review of the images has been conducted.

Event description:
It was reported that the physician implanted a helex septal occluder (2006) to close an asd (atrial septal defect). In 2008, the occluder was surgically explanted and the defect repaired because of a large residual leak. At explant it was reported that approx 2/3 of the device was on the left side of the septum. Multiple frame fractures were also noted. No lot# is available and the hospital has retained the explanted device. The pt was doing well following the procedure.